Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Customer called for assistance with an unable to update timing alarm on a cardiosave during use, no patient harm or injury was reported. They stated that the cardiosave in use kept alarming unable to update timing.

Manufacturer narrative:
Updated details: b4, d9, g3, g6, h2, h3, h6-(type of investigation , investigation findings, investigation conclusion) and h11. Corrected fields: h6- medical device problem code. It was reported by the customer through the emergency support program line that the cardiosave intra aortic balloon pump experienced an unable to update timing and an augmentation malfunction during use. The customer reported that the cardiosave kept alarming unable to update timing and denied any pauses in therapy or obvious reasons for the alarm and was inquiring about how to resolve it. Troubleshooting along side esp personnel determined the fiber-optic cable was not connected to the pump. Esp personnel had the customer plug the fo cable in, and the unable to update timing alarm was resolved after the balloon catheter auto calibrated via the fo cable. An updated image of the pump screen showed suboptimal augmentation. Esp personnel reviewed the reasons for this with the customer, but they denied any of the factors being present. It was also reported that the most recent chest x-ray made no mention of the iab catheter placement in the impression. Esp personnel encouraged the customer to notify the provider of the suboptimal augmentation as well as the reading of the chest x-ray. The customer declined to provide complaint information did not reach back out with any additional concerns. No patient harm or injury was reported. Based on the event description and available information. The unable to update timing alarm on the cardiosave was resolved by having the customer connect the fiber-optic cable to the pump which is due to user error. The unable to update timing alarm was resolved after the balloon catheter auto calibrated via the fo cable. However, the pump screen also showed suboptimal augmentation in which the customer was advised to notify the provider in which it can be due to patient condition and to also review balloon placement. Due to this, the root cause grid will also depict not confirmed.

Event description:
N/a